Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an unknown issue with not being able to "read the test strips" with the onetouch meter veriopro meter. The patient did not have the testing supplies at the time of troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged product issue remained unresolved.